Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation.no further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that the patient has had a driveline infection for approximately one year. At an unspecified point in time, the patient reportedly showed signs of a pump pocket infection, had an unspecified surgical intervention, and wound vac therapy was initiated. The pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
The explanted device was not returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The cause of the infection was not known and no additional complaints have been reported. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. No further information was provided; therefore, the manufacturer is closing the file on this event.